Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain at the ipg site. Symptoms were bruising and swelling at the ipg site. It was noted that the patient had a non-device related fall before the pain started. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient lost quite a bit of weight in which the physician believed causes the ipg shifted inside of her. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the ipg site. Symptoms were bruising and swelling at the ipg site. It was noted that the patient had a non-device related fall before the pain started. The patient will undergo a pocket revision procedure.